Event description:
In 2008, the patient reported that she has experienced several e4 (occlusion) errors. At 6:00am her blood glucose measured 300 mg/dl and she bolused through her infusion device. At 10:00am her blood glucose measured 270 mg/dl and she received an e4 while attempting to bolus. The patient changed her infusion site to clear the error. At 3:30pm the patient's blood glucose measured 250 mg/dl and she changed her infusion set again. The following day, the patient's blood glucose measured 48 mg/dl at 6:00pm. At 5:00am the next day, the patient's blood glucose measured 227 mg/dl at she bolused through the infusion device. At 5:45am the patient received an e4 while attempting to bolus. She received another e4 during basal delivery at 6:30am. The patient's normal blood glucose level is 70-200 mg/dl. No further information is available. Product was requested to be returned for evaluation.